Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The field service engineer (fse) inspected the ventilator and verified the reported issue. The fse replaced the central processing unit (cpu), however, the cpu did not fix the problem. The fse checked the ohms on the speakers and found that one was out of tolerance. The fse replaced the cpu and alarm speakers. The fse replaced the cpu and alarm speakers. The cpu was returned for failure investigation. Visual inspection of the cpu pcba revealed no evidence of damage or contamination. The cpu pcba was tested and no failures were identified. The 1102 error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a v60 ventilator generated a primary alarm failed error code. The ventilator was not in use on a patient at the time of the reported event.